Event description:
The pt alleges that since obtaining the suspect device, pt has been testing the blood glucose on it and receiving "normal" readings. Pt was not taking "glucose pill" due to the suspect readings and was passing out. Pt states that pt rec'd juice and "sugar pills" after passing out.